Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving an alert on a competitor device for low, out of range pacing lead impedance. Upon review of trends and in-clinic testing, the pacing lead impedance was found to be in normal range. Further evaluation was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.